Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site with no accompanying marks. This type of penetration is typical of that caused by contact with a sharp object. Device label code: 1738.

Event description:
The following was reported to datascope on 9/18/96: the iab was inserted with a sheath with no difficulty. Blood started to flow back. The iab leaked. The iab was removed and another was inserted and this one worked fine.